Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had compromised force sensor system alarm. The blood glucose was 195 mg/dl. The drive support cap was sticking out. Customer states insulin was squirting out during the manual prime process. The customer advised the insulin pump will need to be replaced. The customer advised to discontinue use of the pump. Recommended customer refer to back up plan, per health care professional instructions. The device will be returned for the analysis.

Manufacturer narrative:
Device passed the displacement test however a33 alarm during prime test at 4 lbs and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the device and passed.